Manufacturer narrative:
Product complaint #(B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total number of procedures? ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). ¿ if this event occurred in multiple procedures, please provide the following information for each patient event: - what is the procedure name? - what is the procedure date? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). - what are the procedure name(s) and date(s)? - what is the quantity involved per procedure - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Event related to mw # 2210968-2023-07915 this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needles were popping off more than usual. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: this issue was experienced over multiple cases with many different lots of product.